Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose after changing the infusion set. Customer's blood glucose was 172 after dinner and set change. Customer's blood glucose then dropped to 81 mg/dl. Customer had a snack and blood glucose dropped to 50 mg/dl then 69 mg/dl. During troubleshooting, reservoir was showing more insulin that what was shown on the status screen. After troubleshooting, customer will not be returning the device for analysis.